Event description:
This pt was originally implanted with two gore excluder aaa endoprosthesis aortic extender components for the treatment of hemoptysis (aorto-trachial fistula). Following placement, the pt was released in good condition. However, follow-up computed tomography scans identified the pt with recurrent hemoptysis (aorto-trachial fistula). The physician attributed this event to the infectious component stemming from the original hemoptysis. A reintervention was performed to place an additional aortic extender component. The pt tolerated this procedure well.

Manufacturer narrative:
H3. The device remains functioning in the pt. H6: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted in this pt and involved in this event: pxa080300/04176175.